Manufacturer narrative:
(B) (4). The ge service rep replaced the image tube. No pt injury was reported.

Event description:
The customer reported that the low contrast on the system appeared washed out in mag 2 mode. The high contrast resolution dropped from 40 lpi to 30 lpi. No pt injury was reported.